Event description:
Healthcare professional reported a right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2024 with lot number 2985117. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage. As per the investigation procedure particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 8/19/2024.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.